Manufacturer narrative:
H3: code "other" was selected as the medical device was discarded at facility. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2024, this patient underwent an additional endovascular treatment using gore® dryseal flex introducer sheath for a type ia endoleak of endurant device, which had been previously implanted for abdominal aortic aneurysm. The sheath was prepared as usual and no problem was found during the preparation. When the sheath was inserted into the patient from the right common femoral artery and the dilator was removed, massive bleeding from the sheath valve was noted. Immediately saline was added into the valve and the bleeding stopped, but bleeding started again after a while. It was judged as valve leak, so this sheath was withdrawn and another one was used for the procedure. Blood transfusion was performed for the bleeding. The procedure was concluded without any further problems. The patient tolerated the procedure. Upon observation of the withdrawn sheath by the physician, it was found that the valve was not inflated due to leak of saline. The reporting physician commented as follows: the sheath was prepared as usual and there was no mishandling. It was considered valve malfunction.

Manufacturer narrative:
H6: code b15 has been added. Codes c21 and d16 have been updated to c19 and d15, respectively, to reflect results of investigation. H6: code c19: the device history record was reviewed to ensure that each manufacturing and inspection operation was performed and indicated the product met creganna medical specifications and procedures. H6: code b15: product investigation: the primary reported device failure mode, leakage of the sheath valve during use, could not be independently confirmed through evaluation of the provided device photograph. The photograph shows the valve to be partially inflated which is consistent with the reported information, but the photograph does not contain information sufficient to confirm leakage from the inflated valve. The photograph shows the valve port stopcock cap to be unseated, but a relationship between this observation and the reported leakage is unlikely as the stopcock is shown in the closed position. The cause for the reported sheath valve leakage, and subsequent blood loss requiring a transfusion, could not be established with the available information.